Manufacturer narrative:
Evaluation is in progress. A follow-up will be submitted upon completion.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.